Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter fusiform abdominal aortic aneurysm. Infrarenal angle of 20 degrees. Aortic neck was 28 mm in diameter and 76 mm long. Distal aorta was 41 mm in diameter. Iliac's were 17 mm in diameter. Iliac's were mildly tortuous. Right femoral was 11 mm in diameter and the left femoral was 9 mm in diameter. It was reported that the initial implantation of endurant bifurcated stent graft, left contralateral limb and right ipsilateral extension was successful. Five days post index procedure, the patient presented with rle pain and numbness and was subsequently diagnosed with right limb occlusion. The patient underwent diagnostic angiogram, right ileo-femoral thrombectomy, bilateral embolectomies and a fem-fem bypass. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show a very long, narrow and thrombus filled proximal neck. There is a ring of calcium in the distal neck. Cta post-implant show that the right/ipsilateral limb is occluded beginning near the flow divider. Both limbs are constricted within the small neck. It is likely that the narrow neck and calcium resulted in the limb occlusion. The contralateral/left limb is patent.

Manufacturer narrative:
Method: (film evaluation). Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (very long, narrow and thrombus filled proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (very long, narrow and thrombus filled proximal neck).

Event description:
Additional information was received as follows: the investigator assessment for the right limb occlusion event from eight months ago was related to the study device and not related to the study procedure. The patient experienced worsening pre-existing rle claudication requiring long term treatment. Right fem-distal bypass was performed; right 4th toe amputation approximately five months ago. Investigator assessment states that all events leading to amputation are not device or procedure related but related to the pre-existing severe pad.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that during the secondary intervention to treat previously reported stent graft occlusion, a possible dissection within the right proximal external iliac artery was observed. End-to-side graft-to-artery anastomosis was performed on the common iliac arteries. The patient was returned to the recovery area in satisfactory condition post procedure. Per the physician's statement, the cause of the dissection was likely related to the aaa stent sheath with superimposed calcified pad.